Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the failure occurred due to an out of box (oob) failure of the front end board. The fse replaced the front end board that the biomedical engineer originally ordered and also replaced the pneumatic interface assembly as a troubleshooting measure. The fse completed full calibration, safety, and functionality checks completed per the service manual and all passed to factory specifications. The iabp unit was returned for clinical service upon completion. The faulty front end board was returned to the getinge national repair center (nrc) for further analysis of the oob failure. Inspection of the front end board was completed per procedure with visual damage observed to pin 46 of connector j11. A technician of the nrc reported that the board could not be tested due to the damage of pin 46 (bent pin) of connector j11. The board was sent to the supplier for failure analysis per procedure.

Event description:
It was reported that the customer placed a newly ordered front end board into their cardiosave intra-aortic balloon pump (iabp) unit. However, after replacement of the board, the unit would not pass the autofill calibration/test. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
A technician of the getinge national repair center (nrc) reported that inspection of the exchange front end board was completed per procedure with no visual damage observed. The getinge nrc received the exchange front end board from the supplier. The supplier verified the failure and replaced connector j11 due to a bent pin. The supplier tested the board and the board passed testing. The technician installed the board into the cardiosave test fixture, programmed it and tested the board to factory specifications and the cardiosave service manual. The board passed testing and will be packaged, labeled and sent to stock per procedure. In addition, the board was programmed to the latest revision software.

Event description:
It was reported that the customer placed a newly ordered front end board into their cardiosave intra-aortic balloon pump (iabp) unit. However, after replacement of the board, the unit would not pass the autofill calibration/test. There was no patient involvement; thus, no adverse event was reported.